Event description:
The customer reported that the insulin pump alarmed and insulin squirted out while priming. The caller stated that the drive support cap appears to be normal. The customer called back and stated that she was hospitalized for four days due to high pressure, and high heart rate. The caller stated her blood glucose went up to 371mg/dl while staying at the hospital, and she was under an extreme amount of stress. The customer stated that she put her insulin pump at the edge of the counter and later the device was found in the bathroom. The caller stated that the insulin pump is not working, and she wonders if the cleaning people may have dropped it. The caller mentioned having also an episode of low blood glucose, and the nurse just kept giving her juice and food to treat her blood glucose. Troubleshooting was declined as customer knows what it was the problem. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the excessive no delivery and occlusion test. The device was received with cracked case at the display window corners, reservoir tube and reservoir window, missing end cap sticker, and scratched screen. The motor was tested outside the device and passed.